Event description:
The customer reported the flip-flop brake will not lock. The operator injured her hand while attempting to adjust the flip-flop movement. No request for service has been issued at the time of the report.

Manufacturer narrative:
The service rep adjusted the l-arm brake, adjusted flip-flop brake, and replaced the flip-flop brake handle. Tested operation, operates as intended.